Event description:
Meter was reading inaccurately erratic. The patient reported blood glucose results of "over 300 mg/dl" and "100 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Since the patient had been using expired test strips, the precision claim can't be considered valid. The meter also was reported to power off during use. Patient reported that there was no serial number printed on the back of the meter. The customer service representative educated the patient on automatic shutoff (2 minutes after the last action). The meter did not shut off before the time was up. The meter and control solution were replaced due to the unresolved power issue.